Event description:
A nurse from france called on behalf of the customer to report that they purchased a contour next one meter online, and the meter was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
Unknown was captured in section a1 and no information was captured in sections a2 and a4 as the customer's initials, age and weight were not provided. The customer did not provide the product details, therefore, no information was captured in section d4 (model # and serial #), and device manufacture date (h4) could not be determined.